Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due hyperglycemia on and unknown date. Customer¿s blood glucose level was 700 mg/dl. Customer was not wearing insulin pump due to losing battery cap. Customer also stated that the insulin pump was fell on ground. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.